Event description:
The pt's family member reported the pt has been experiencing increased pan since an appendectomy two years ago and feels surgery may have caused the pump to malfunction. Previous info from the pt's family revealed the pt has had several strokes, hernia removal and appendectomy. It is unclear how long the pt has been experiencing pain, or if the symptoms are related to the device. The MFR was unable to get add'l info on pt symptoms or device function despite repeated attempts to contact the hcp.